Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. During the procedure, insulation damage was identified on the ra lead. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged without any reported adverse consequences.